Manufacturer narrative:
Device received with critical pump error, problem isolated to the force sensor. Device unable to perform displacement test, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unable to verify the motor arm cannot communicate with the main arm and the crc is incorrect for the application program area error due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a motor arm cannot communicate with the main arm error and the crc is incorrect for the application program area error. The customer¿s blood glucose level was unknown. The customer stated that there was a second occurrence of the error. The insulin pump will not be returned for analysis.